Event description:
It was reported that the patient implanted with this insertable cardiac monitor (icm) presented an infection. Consequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the patient implanted with this insertable cardiac monitor (icm) presented an infection. Consequently, the device was explanted. No additional adverse patient effects were reported. Additional information was received stating that prior to device removal due to the infection, the patient presented circumferential tenderness on palpation along with dried discharge, but no evidence of device emergence or incision erosion. The patient had also discomfort at the device location and got prescribed with antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time. Please note: additional information received indicates the event date is 05/09/2022.